Event description:
It was reported that the system 9800 emi displayed iris pot errors. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The iris pot in the collimator was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.